Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between sensor glucose and blood glucose values and received calibration not accepted message. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was not performed for sensor alerts. Troubleshooting was performed on sensor glucose vs. Blood glucose values and the customer was reporting a discrepancy between sensor glucose and blood glucose values which is not within range. Customer reported sensor glucose value was 61 mg/dl and blood glucose value was 135 mg/dl. Customer states that the insulin delivery not suspended due to the sensor glucose vs. Blood glucose difference. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer will discontinue to use the sensor. Customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.